Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related MFR report: 3006705815-2021-01949. It was reported the patient's scs system leads were replaced due to migration. Reportedly, the patient experienced decline in stimulation therapy adequacy for the past year. X-ray imaging confirmed the lead migration. Postoperative, stimulation therapy was restored and the issue resolved.